Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the altern ating current (ac) cable of this pb560 ventilator was removed to transfer the patient on wheelchair. The device stopped and failed to switch to the internal battery. It was also reported that the unit generated a continuous high priority alarm. Additionally, when the outlet was re-connected, the device turned on and ventilation resumed automatically. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue, replaced the power management printed circuit board (pcb) and replaced the buzzer pcb due to the continuous alarm. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One power management pcb was returned to medtronic for failure investigation. There were no anomalies observed in the visual inspection of the returned component. The power management pcb was installed on the test ventilator and was powered on. When the alternating current (ac) power cable was disconnected from the ventilator, the unit shut down, verifying the customer's reported issue. The cause of the event was isolated to fault in the power management pcb. This type of failure occurs while in use on a patient, it would lead to loss of ventilation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the alternating current (ac) cable of this pb560 ventilator was removed to transfer the patient on wheelchair. The device stopped and failed to switch to the internal battery. It was also reported that the unit generated a continuous high priority alarm. Additionally, when the outlet was re-connected, the device turned on and ventilation resumed automatically. The ventilator was continued to be used on the patient without injury.